Event description:
Report received indicated that the balloon was difficult to deflate and did not re-wrap properly during angioplasty of the internal carotid artery. Subsequently, the balloon catheter could only be withdrawn with difficulty.

Manufacturer narrative:
No additional info was provided. Lesion/vessel characteristics are not available. It is unk if any difficulty was experienced as the balloon catheter was advanced to the lesion or while crossing the lesion. It is unk to what pressure the balloon was inflated. The mixture of contrast is unk. A clinically used amiia balloon catheter was returned for analysis. The actual involved sheath or guiding catheter was not returned. Residuals of crystallized inflation medium were observed inside the balloon and the inflation lumen. After the residuals of inflation medium were dissolved out of the inflation lumen, the balloon could be inflated and deflated without any difficulty. The deflated balloon profile revealed no anomalies, the balloon folded back in its three pleats. Insertion of the balloon catheter through a required .070" cordis guiding catheter revealed no anomalies; the catheter could be advance without difficulty. After the balloon was inflated up to nominal pressure and subsequently deflated, the balloon catheter could be withdrawn back through the guiding catheter without difficulty. Microscopic examination revealed no mfg rlated anomalies that might have caused the reported withdrawal difficulty. The reported withdrawal difficulty experienced by the customer was not confirmed during analysis. A device history record review was performed and showed that this lot of products (r0306781) met all requirements per the applicable mfg quality plan (mqp). In this case, the reported event was not confirmed by failure analysis. It is possible that procedural factors and/or user handling contributed to difficulties experienced by the customer.